Event description:
The manufacturer received a report that when the software was upgraded on a trilogy evo ventilator, a malfunction occurred on the screen display, and the software update was not completed. No patient harm or injury was reported. The device was returned to the manufacturer for evaluation. The reported issue was duplicated. The device error logs were successfully downloaded and reviewed in full. Review of the logs identified a "ventilator service required" condition resulting from an internal li-ion battery reporting a permanent failure. A "vent inop" error was also observed indicating therapy cpu was still running in boot monitor software. Replacement of the internal and detachable batteries is required to resolve the issue. The detachable batteries are backordered, so the repair evaluation is not yet complete. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation, a follow up/supplemental report will be completed.

Manufacturer narrative:
The reported failure of vent inop" error was also observed indicating therapy cpu was still running in boot monitor software is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported failure of ventilator service required condition resulting from an internal li-ion battery reporting a permanent failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h326188341d94 review confirms that the device met the final acceptance criteria and was released for final distribution.